Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system (cds) one of the gripper arms did not lower completely. It was also observed that after the clip was fully closed, the clip would not open smoothly. After raising the grippers and unlocking the clip, the arm positioner was rotated counterclockwise several times before the clip would "pop" open. Clip preparation was repeated, but both gripper lowering and clip opening issues remained. There was no patient involvement, the cds was not used and was replaced. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned and investigated. The returned device analysis did not confirm the reported clip jumping, single gripper actuation issue, or difficulty opening the clip. The discrepancy between what was reported (clip jumping, difficult to open clip, single gripper would not lower) and what was observed (no issues with the clip or grippers) is possibly due to interactions during device preparation which resulted in increased tension on the device and/or user technique. However, this cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, causes for the reported clip jumping, single gripper actuation issue, and difficulty opening the clip could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.